Event description:
During the admission process the patient was connected to the bedside ventilator by the rt (respiratory therapist). The ventilator settings were confirmed but not accepted, and the ventilator remained in standby mode. Several minutes later, the patient's blood pressure dropped unexpectedly, followed by a drop in heart rate (to 30 bpm), and declining oxygen saturation. The patient appeared cyanotic. Nursing adjusted inotrope and vasopressor infusions. While titrating IV drips, the rn (registered nurse) noticed the standby message on the ventilator screen and noted that the patient was not being ventilated, at which point she turned on the ventilator. The patient quickly responded to ventilation and medications, and was successfully extubated later that afternoon. Root cause analysis was conducted on the event and the following issues and recommendations were proposed. Issues with the maquet, servo-I ventilator system v6.0: "accepting" the settings on the setup screen is problematic: the screen is not sensitive to touch and sometimes has to be hit multiple times to accept the change(s). The settings screen partially blocks the standby messaging: it is not readily apparent that the servo-I is in standby mode and the patient is not being ventilated. All screens/text have similar monochromatic appearance. Recommendations: improve touch screen functionality: one touch to "accept" settings on the setup screen modify screen appearance: standby messaging is clearly visible and not blocked by other screens. Clear indication that ventilator is turned on and operating (no longer in standby mode). If the standby screen were in a bold color (red or orange) the status of the vent would be apparent. The respiratory therapists are requesting that an auditory confirmation needs to be present so that the user is aware that the settings are confirmed/accepted.